Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high thresholds, loss of capture, and high shock impedances.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high thresholds and intermittent capture at 2.9v at 0.4ms on this right ventricular (rv) lead. The pacing impedance and amplitude were stable, however, the shock impedance had gradually risen from 40 ohms to 60 ohms. This rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.